Event description:
A pharmacist reported an overinfusion of precedex, in which 2 successive bags each went in faster than expected: "pt had precedex running at 0.5 mcg/kg/hr. Pt was provided with a precedex bag containing 400 mcg in ns 96 ml (total volume - 100 ml) to make a concentration of 4 mcg/ml. Nurse programmed to run at 0.5 mcg/kg/hr. Pt weight is approx. (B)(6). Rn noticed her bag was empty approximately 1 hour after hanging and she proceeded to hang another bag. She noticed that this one emptied too quickly as well. At this point, she called the pharmacist to come up and look at the pump and provide information on precedex toxicity. Pump appeared to be programmed correctly. No obvious explainable reason for fast infusion except for pump malfunction. Pump was removed form circulation and pt's IV's were transferred to a new pump." The nurse confirmed the infusion was running as a primary. Medication/concentration: dexmedetomidine (precedex) 400 mcg/100ml (4 mcg/ml). Intended programming: 0.5 mcg/kg/hr. Precedex infusing from 13:00 and off at 17:20. The pt required hemodialysis catheter insertion and hemodialysis for several treatments possible related to the high dose of precedex. Lab work showed increased bun, creatinine and potassium, also possible related to the high dose of precedex.

Manufacturer narrative:
(B)(4). The customer requested a log review for a reported over infusion of precedex, in which 2 successive bags of medication infused faster than expected. Based on the event description and what was observed form the pc unit event log, the customer's report of an over infusion cannot be confirmed. The infusion was initially programmed to run at a rate of 17.7ml/hr with a vtbi of 50ml. This infusion was started on (B)(6) 2012 and ran from 11:24 am until 1:10 pm, when the device was selected off. At 1:32 pm, the user restored the previous programming and changed the vtbi to 90ml; this is believed to be the second bag. This infusion ran for approximately 57 minutes before the user changed the does to 0.5mcg/kg/hr changing the rate to 14.8ml/hr. The infusion was started, however only ran for approximately 27 seconds at this does and rate before the unit was selected off. The system was shutdown at 3:08 pm and was not turned on again until (B)(6) 2012 at 9:05 am. If there were 2 bags of 50 ml and 90 ml, then there was a total of 140 ml available. Th epc unit recorded that only 48 ml was infused. The root cause of the customer's report of an over infusion of precedex could not be determined from the pc unit event log alone. The tubing was discarded and the pump module has been requested. The customer did not sequester the device but has located it and will send it in for evaluation. A follow up report will be submitted with additional results once it has been received and the investigation is complete.